Manufacturer narrative:
Upon review of the device history records for the serial (B)(4), it was determined that the device was manufactured on 07/10/2015 and the one (1) year warranty period has expired. As the device is at its end of its useful life and no repairs are available for the video baton, the customer elected to replace the video baton. A follow up with the customer confirmed the replacement video baton resolved the image issues. The video baton was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, there were green lines and an intermittent image. Reportedly, the image issues occur when the cable is manipulated. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.